Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a primary plumset, pe lined tubing, 107 inch where it was stated in the report that "before use, the appearance of the springe was inspected and found intact. During use, personnel heard a hissing sound, and upon checking, the syringe had cracked. The chemo drug spilled and leaked onto the floor. The event noted during infusion. The drug name was bevacizumab. There was patient involvement but no patient harm.

Manufacturer narrative:
The complaint of crack and leakage could be confirmed. Received one photo of the set and there was a crack on the burette drip chamber. The probable cause could not be determined without the return of the used set. The lot history could not be reviewed due to no lot number being provided. Updated information in sections d4, d9, h4.